Event description:
It was reported that the patient was experiencing inadequate stimulation following a non device related procedure. It was also stated that the patient was had a lot of pain at the neck and left shoulder, burning sensation at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in december 2025. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Manufacturer narrative:
Block b3: exact date approximated, event occurred in december 2025.

Event description:
It was reported that the patient was experiencing inadequate stimulation following a non device related procedure. It was also stated that the patient was had a lot of pain at the neck and left shoulder, burning sensation at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.